Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient had poor aseptic technique. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal fortum (ceftazidime) 1 g for fourteen days (frequency not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Seven days after the event onset, the patient recovered and was discharged from the hospital that same day. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The patient was reported to be born on an unreported date and month in 1957. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.